Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the joystick will allow the chair to only move about 3 feet and then it stops.